Manufacturer narrative:
Correction number: 2531779-03/24/2010-003-r. Device evaluation: the pump has been returned and evaluated by product analysis on 07/11/2011 with the following findings: evaluation revealed a dislodged display screen and partially dislodged force sensor pins. During testing, the pump dispensed all of the fluid out of the cartridge during the load step and emitted a "no cartridge detected" warning. A damaged force sensor wire was found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for recurring loss of prime warnings. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. This report is made based on results of investigation completed on (B)(6) 2011.